Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of 23.1, 11.6 and 3.6 mmol/l within a ten minute timeframe. When plotting each reading on a parkes error grid, the results fall in the 'a', 'b' and 'c' zones. The 'c' zone result shows the difference in readings to be clinically significant. The customer felt that the readings of 23.1 and 11.6 were too high. She experienced symptoms of "trembling, excessive sweating and general discomfort". The customer ate sweets to increase her blood sugar level. No medical intervention was required. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Meter (B)(4) and strips (B)(4) have been returned and evaluated. The complaint was not confirmed and no new issues were observed, all results were within range specification, the standard deviation was within specification and no errors were observed during control solution testing.